Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microsopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/04/98).

Event description:
The iab leaked. This was the only info at the time of the report. On 4/28/98, the following was reported to datascope: the perfusionist was called to ICU to check the iabp. The pump alarmed "check iabp circuit". A small red color was seen in some moisture at the end of the iab catheter tubing. The dr was called in and he noticed that a large amount of blood was seen in the catheter tubing but not back into the extension tubing. The balloon pumped was turned off and the catheter was removed. There was no pt injury or complication as a result of the event on 3/20/98. [Event complications]: unk-reported 3/23/98; none-rpt'd 4/28/98. [Pt's current status]: unk-3/23/98.